Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's therapy timeline was missing data. Tandem technical support (tts) verified via pump data that multiple, intermittent loss of connection issues had occurred, potentially causing the missing data. Tts educated customer on loss of connection issues, however customer continued to allege that this was not the cause of the missing therapy timeline. Customer declined additional assistance from tts concerning this issue. No additional patient or event information was available.